Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 120mg/dl from the contour next link 2.4, but her service dog was alerting her that her glucose was getting high. She retested with the same meter and the reading was 120mg/dl again. She retested on contour next one and the reading was 300mg/dl. The following day at the doctor's office her urine test revealed she was spilling glucose. The a1c was high. Specific result was not provided. The customer had no symptoms. There was no change in medication. No adverse event was alleged. The customer was advised to return the strips for evaluation. A new meter was sent to her.